Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient died. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (lcx) extending up to distal lcx with 100% stenosis and was 34 mm long, with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and followed by the placement of a 2.50 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject died. At the time of the event, the subject was on aspirin and clopidogrel. No action was taken to treat the event. The primary cause of death is unknown, and it is unknown if an autopsy was performed.